Manufacturer narrative:
The oad and wire were received at csi for analysis. The distal spring tip section of the guide wire had been destructively cut. While the report from the field indicated the tip of the wire had been returned, it was not found in the package. The driveshaft and saline sheath had been destructively cut from the handle assembly. The distal saline sheath section was not returned. Analysis did not reveal any damage to the driveshaft or crown that would have contributed to the reported complaint. The returned wire was able to pass through the handle assembly and the distal driveshaft section without any resistance felt. When tested, the oad functioned as intended. At the conclusion of the failure analysis investigation the reported stuck-in-vessel and major delay events could not be confirmed through analysis. The diamondback 360 coronary orbital atherectomy system instructions for use manual states, "the diamondback 360 coronary orbital atherectomy system (oas) is a percutaneous orbital atherectomy system indicated to facilitate stent delivery in patients with coronary artery disease (cad) who are acceptable candidates for ptca." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The physician used a diamondback coronary orbital atherectomy device (oad) in a peripheral artery due to the severity of the patient's lower limb condition. A forefoot or full-foot amputation was already planned, and the physician attempted to treat with atherectomy prior to the amputation. During treatment, the oad became stuck in the pedal artery. The wire moved freely within the oad, but the oad was stuck in a lesion. Multiple attempts to remove the wire were made, including attempted use of a buddy wire and attempted use of an angioplasty balloon. Neither attempt was successful. Pedal access was gained. The viperwire was snared out of the new sheath, the shaft of the oad was cut, and the cut driveshaft was pulled out of the new access sheath. The procedure was delayed by 1.5 to 2 hours.